Event description:
The user facility reported that after a thrombectomy for a cerebral infarction was performed, the angio-seal device involved was used for hemostasis per the instruction for use (IFU). After oozing less than 20cc's was observed, manual compression was applied for an hour, and hemostasis was successfully achieved. After the hemostasis procedure, an angiography revealed that a thrombus was beginning to form in the vessel near the hemostasis site. Based on the physician's hands' feeling, a protrusion of the collagen was suspected, but the patient was being observed. It was reported that the blood pressure in the dorsalis pedis artery had dropped to about sixty and the patient was missing pulse in their lower limbs. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed. The puncture was in the right femoral artery. Vessel occlusion had occurred. The patient was in stable condition. On (B)(6) 2022, the collagen, which seemed to be in the vessel, was removed by surgical intervention and hemostasis was achieved. According to the physician, the black compaction marker of the suture was not seen. The estimated blood loss was less than 250cc's. The patient was not in serious condition and recovered. The procedure before deploying the device was a mechanical thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient has a medical history of cerebral infarction. The patient required surgical intervention due to the event. The posterior wall was not punctured. An angiogram was performed to diagnose the vascular insufficiency. No equipment or other devices were used with the above product. Additional information was received on 01 mar 2022: it was reported that the patient's scab and oozing were observed on (B)(6). The intermittent claudication observed on the patient was (B)(6). The angiogram was performed on (B)(6). Surgical intervention was performed on (B)(6) and as of (B)(6) the patient was being hospitalized.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section d6b, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).